Event description:
Additional information was received from the patient. The patient called back reporting ongoing therapy concerns, especially at night. They wanted to know if it would be ok to increase amplitude. Reviewed considerations regarding stimulation sensation, battery longevity, and therapy expectations. Patient increased amplitude until they felt stimulation sensation. Patient then mentioned that they have an upcoming revision surgery scheduled for oct. 24th because they had a fall and slipped a disc, and possibly disturbed the ins system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2t9hx. Implanted: (B)(6) 2023: product type lead this event was previously updated to indicate that it did not meet the reporting requirements in stipulated in 21 cfr 803. However, additional information was received that deemed this event does meet those reporting requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back after having revision surgery stating they implanted the ins deeper because the patient had lost weight and the wire had come loose but that had been fixed. Unfortunately, the patient had not experienced improvement to therapeutic effect and was urinating every 2 hours which was more than what they had wished for. The patient wanted to know how to adjust device settings so they could go longer between voids. Therapy expectations were reviewed with the patient and it was recommended that the patient discuss programming with their managing physician. The patient asked for assistance changing programs. The patient was advised how to do so. The patient reported they felt the stimulation sensation comfortably on the new program and would monitor symptoms.

Event description:
Additional information was received from the patient. They reported that the fall's effect on their implant was not determined. The patient stated their weight loss moved the device "near to top." To resolve the issue, the patient reported the device was moved deeper into the skin on (B)(6) 2024. The patient stated they had a check up on (B)(6) 2024 (indicated they were ok) with their healthcare provider (hcp).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they had a fall probably 2 months ago and their symptoms have gotten worse since then. Patient mentioned they are having a procedure done to see if the fall moved ins placement. Patient said they are going to the bathroom a lot and had a bowel movement. During the call, the patient was able to connect to their implant and increase their stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.